Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented post procedure. It was noted that patient experienced atrial fibrillation after new pacemaker generator change and cardioversion was performed. No intervention was performed. The patient was stable.